Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. A baseline effusion was noted at start of the procedure with no change in size at the end of the procedure. The closure device was successfully implanted with one partial recapture after a full deployment. A follow-up transthoracic echocardiogram was performed four hours post procedure and an increase to the pericardial effusion was noted. At this time, a pericardiocentesis was performed to remove 375ml of red fluid. The patient remained hemodynamically stable throughout. Per implanter, there is no confirmed cause of the increased effusion. No other complications were reported. Patient was discharged home the following evening.